Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a service/test, the getinge field service engineer (fse), discovered that the iabp failed the run time test. To fix the issue, the fse replaced the batteries, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a company representative, the cs300 intra-aortic balloon pump failed the battery runtime test. There was no patient involvement and no adverse event was reported.